Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the proximal right coronary artery. A 3.00 x 12 synergy drug-eluting was deployed to treat the lesion. The physician then proceeded to deflate the balloon and remove the delivery system over the wire. However, during removal, the device became stuck on the guide wire. Both guide wire and the delivery system were pulled out together. Finally, the vessel was rewired and post dilatation was done and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed in the patient's body as per complaint report. The balloon body was reviewed, and no issues were noted. The balloon wings were relaxed as positive pressure was applied during the procedure to deploy the stent as per complaint report. Mid-section of the balloon appeared thinner than the rest of the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the inner lumen was damaged at 21.3 cm distal from port bond. A 0.014" guidewire was returned stuck in the wire lumen of this device. The guidewire could not be removed most likely due to the damage that was noted in the inner lumen. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the proximal right coronary artery. A 3.00 x 12 synergy drug-eluting was deployed to treat the lesion. The physician then proceeded to deflate the balloon and remove the delivery system over the wire. However, during removal, the device became stuck on the guide wire. Both guide wire and the delivery system were pulled out together. Finally, the vessel was rewired and post dilatation was done and the procedure was completed. No patient complications were reported and the patient's status was stable.